Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verioiq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 204 mg/dl on the reported meter, and the laboratory result of 135 mg/dl within an unspecified time period. No information was provided about the patient's test strips or testing technique. There was no reported patient injury associated with this issue. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
Meter serial number: not provided. Lot number: not provided.